Manufacturer narrative:
Previous admission for driveline infection is reported in MFR # 2916596-2020-02963. Manufacturer's investigation conclusion: a specific cause for the reported events (infection, stroke) and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The device reportedly operated as expected and was not explanted. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) lists infection and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. Additionally, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas patient handbook provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's hemorrhagic stroke was attributed to septic emboli. The death was considered to be related to the device due to long standing infection. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to a hemorrhagic stroke (neurological criteria). The patient had a multidrug resistant infection related to the driveline and presented with positive blood cultures despite intravenous antibiotics. The device was explanted.